Manufacturer narrative:
(B)(4). Additional information: the root cause for issues concerning the main batteries are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a damaged battery. The event was reported to have occurred during patient therapy in ob. Therapy was noted as being interrupted. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available. The software version for this device is currently not known.